Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the alarm and instructed the home patient (hp) to close the clamps, then cycle to power to clear both the se 2240 and se 2367. The tsr advised to discard the supplies and start over with new. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.